Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen was not unlocking and was unresponsive. During troubleshooting with tandem's technical support, it was determined that the touchscreen is responsive and the reported issue was unable to be confirmed. There was no impact to the customer's blood glucose level.